Event description:
A surgeon reported that the knives are not sharp. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer did not return product sample for evaluation. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. (B)(4).